Event description:
Customer tested blood glucose and received a result of 380mg/dl and took 9 units of insulin. At 1:00 the customers blood glucose result was 344mg/dl. At 6:00 the customer was in a coma. Paramedics were called and the customer was taken to the hosp. The customer was given an IV of glucose. Customer stated on a separate occasion they received a result of 300mg/dl and took 9 units of insulin. At 1:00 customer was in a coma. Their device gave a result of 286mg/dl. Paramedics were called and 20 minutes later they received results of 29 and 27mg/dl. An IV of sugar was given to the customer. It is unk if controls were in range or not. A request was made for the return of the suspect device.